Event description:
It was reported that the user experienced a persistent occlusion alert on an infusion set with contact detach, following a same-day supply change; visual inspection reportedly showed no bubbles, leaks, or kinks, and tubing fill produced drops from the long tubing while the previously used short tubing had been discarded, leading to guidance to replace the tubing, after which the occlusion was resolved. No adverse clinical symptoms reported. Outcomes included user-performed troubleshooting and resolution after supply change, without hospitalization. Investigation of this case revealed an occlusion attributed to infusion set or tubing performance that resolved with replacement, consistent with a component- or use-related flow restriction. It was concluded, based on established findings for similar reports, that the cause was probable device component issue or user-related handling leading to occlusion, resolved by replacing supplies.

Manufacturer narrative:
Initial.